Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a "burn-like spot" on his back under the therapy electrode pads. The patient also reported that he had a slight rash. The patient's physician advised the patient to remove the lifevest to allow the irritation to heal. The patient also applied a cream on the irritation. Follow-up indicated that the irritation had healed. The patient ended use of the lifevest.